Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted no tissue on the helix at time of analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had caused a perforation. A pericardial drain was inserted due to the perforation and the lead was extracted and replaced. No further patient complications have been reported as a result of this event.